Event description:
When a facility reprinted a CT exam demonstrating right sinus occlusion one month after the exam, a physician noticed the side of the occlusion was marked (incorrectly) as the left side. The facility reprinted the study a second time and the original correct orientation appeared. The facility could not reproduce the problem on further reprinting.